Manufacturer narrative:
The customer complaint of the tubing broke at the drip chamber was confirmed by a picture received from the customer. Per the picture received it was observed that the vinyl tubing was completely separated from the drip chamber outlet port.the root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing had broke at the drip chamber while infusing d5.45+20kcl. No harm to patient reported by the customer.